Event description:
(B)(4). Three months after essure was placed the dye was injected to see if it worked. Shortly after I had my period. Tech said it's just spot it should stop. Got home still bleeding. Had my period for 8 to 14 days. Were heavier had to wear tampon and pad and also had clots pass as well. Before essure bleeding was not so heavy and periods lasted up to 4-5 days. I have sle lupus and when essure was placed I was on high doses of prednisone. If I got a brochure on essure or knew more about probably won't have done it but I trusted my doctor. Three months after dye I was diagnosed with fibromyalgia. I also have severe pelvic pain. Pain was so bad I could stand for long period of time. I have allergies most medicine as well that I was not allergic to before essure. I had to have a hysterectomy to remove essure.